Event description:
It was reported that the pt was revised due to pain and discomfort. During surgery, poly debris was found in the wound. Excessive wear on the articular surface was also noted. The articular surface was replaced.

Manufacturer narrative:
This report will be amended when our investigation is complete.